Event description:
It was reported that one day following the implant of a transcatheter aortic valve, it was observed via echocardiogram that the valve had migrated into the ascending aorta. Subsequently, the valve was explanted, and a surgical aortic valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. B5. D6b. D9. H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of a transcatheter aortic valve, it was observed via echocardiogram that the valve had migrated into the ascending aorta. Subsequently, the valve was explanted, and a surgical aortic valve was implanted. Additional information was received that the surgical aortic valve implanted was a 27 millimeter (mm) non-medtronic valve. Per the physician, it was unknown why the valve migrated aortic.